Event description:
Olympus was informed that during a bronchoscopy, when the doctor completed the procedure, the doctor attempted to pull out the biopsy forceps from the patient body, but it was caught in the guide sheath. The doctor was able to pull out biopsy forceps from the patient body, but the radiopaque tip of the guide sheath was broken and fell off inside the patient. The fragment was retrieved by endoscope's suction function. There was no other patient injury regarding this report.

Manufacturer narrative:
The subject device, the radiopaque tip, and the biopsy forceps were returned to olympus for investigation. The investigation confirmed that the radiopaque tip was fallen off from the distal end of the radiopaque tube. The radiopaque tip was deformed, and the biopsy cup was scratched. As the result of checking the manufacturing record of the same lot, no abnormalities detected. Based on the physical inspection of the subject device, olympus concluded that the biopsy forceps was caught in the guide sheath, because the doctor attempted to pull out the biopsy forceps from the patient body without closing the cup of it. The radiopaque tip was broken and fallen off, because the biopsy forceps was forcibly pulled out while the guide sheath was interfered with the biopsy forceps. This report is being submitted as a medical device report in an abundance of caution.